Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that catheter entrapment on the guidewire occurred. Vascular access was gained with antegrade approach. The 80 percent stenosed lesion was located in the moderately calcified and normally tortuous anterior tibialis artery in the lower leg. A non-bsc sheath was placed. A 20/300 v-18 control wire was advanced. A 2.0x40x150 (4f) sterling balloon catheter was introduced over the guidewire. The stenosis was dilated with the sterling balloon. After successful dilation, an attempt to pull back the balloon was made; however this was not possible. The balloon and the guidewire were pulled out of the patient together. The procedure was considered completed. No patient complications reported and the patient's status was okay.